Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent cystoscopy and retrograde urethrogram on (B)(6) 2012 due to retained catheter after urethroplasty with small prolene stitch identified on patient¿s right ventral urethral wall. It was reported that patient underwent extraction of bladder stone, urethral dilation, vaginal exploration with excision and removal of suburethral sling on (B)(6) 2012 due to urinary retention, incontinence, gross hematuria, urethral syndrome and mesh found in urethra plus bladder stone. (B)(4).